Manufacturer narrative:
The investigation for the reported thrombocytopenia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombocytopenia could not be determined. D.6b explant date was added. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25122 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The us complainant had a bipella support ongoing for a patient admitted in with cardiogenic shock and on extra corporeal membrane oxygenation. The bipella support was running when on day three of the support, the team observed thrombocytopenia. The heparin was removed from the purge in the rp and 5.5 pumps. The support continues to run with transplant conversations.